Event description:
The facility representative reported an ipump with a condition of "unknown problem." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an unknown problem involving an ipump was not confirmed nor reproduced. The cause was not identified. However, service identified a constant service error alarm on power up, which was due to a faulty micro-processor unit (mpu) printed circuit board (pcb). The cause was an mpu pcb failure. The mpu board was replaced to fix the reported condition. A service history review was performed revealing the reported condition was related to a previous reported problem. A device history review was also performed revealing a failure of occlusion pressure reading and a power failure was noted during the manufacturing of this device. If additional information is received, a follow-up medwatch will be submitted.